Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving unknown medication via an implantable pump for chronic pain. It was reported the patient had been seen for concerns of the pain pump flipping. The patient was scheduled for a pump revision on (B)(6) 2020. During the procedure two permanent sutures had been noted to be broken. The pump was then removed from the pocket and the catheter was found to be intact with no twisting. The pump was then placed back in the pocket and sutured in place.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.